Event description:
It was reported that the customer's insulin pump display went blank, following a battery change. Customer's blood glucose was not known. The insulin pump had not been bumped or dropped. During troubleshooting, customer stated that the battery compartment and spring were neither damaged nor corroded and there were no missing battery cap contacts. Upon insertion of a new battery, the display returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.